Manufacturer narrative:
Device analysis that was performed on the returned ipg revealed that it was able to be fully charged in one four-hour cycle and the device data log analysis did not reveal any anomalies related to premature battery depletion. A review of the charging log revealed that the ipg was able to be charged completely multiple times. Additionally, it was noted that the patient was a high stimulation user, necessitating more frequent charging. Therefore, the reported event was unable to be confirmed with testing of the product return. A review of the instructions for use (IFU) affirmed that frequent charging is a known inherent risk with use of spinal cord stimulation (scs). Block b3: exact date unknown, event occurred in january 2024.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced more frequent charging of the implantable pulse generator (ipg) after a spinal surgery last year where electrocautery was used. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The patient has fully recovered post operatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced more frequent charging of the implantable pulse generator (ipg) after a spinal surgery last year where electrocautery was used. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The patient has fully recovered post operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024.